Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the clear part of the attachment was dislodged and fell into the patient; it was retrieved.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The circular seal on the toilet seat? Was disengaged from the device. Product analysis suggests the product was used in a surgical procedure. Replication of the condition can be caused by inserting an object or instrument through the port that is too big causing the seal to be disengaged. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter, the procedure was sleeve gastrectomy .there was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes.